Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The consumer noticed today that the front wheels are locking on the unit.